Event description:
Pt was found to have a burn on the elbow when removed from MRI following procedure. A bed sheet had been used to insulate pt from the magnet housing as pads would not fit due to the size of the pt.